Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt dizzy. External noise was observed while the patient was bathing in the bathtub. Patient was pacemaker-dependent and did not receive pacing. Programming changes were made, and device remains implanted.